Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. Customer's blood glucose (bg) was 114 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.